Event description:
It was reported the device's pressure monitor needle would not move and was stuck at one reading. No patient involvement.

Manufacturer narrative:
Other, other text: investigation completed on a smiths medical ventilators/pneupac ventilators parapac plus complaint of pressure monitor not moving and stuck on 30 manometer 30cmh2o and will not move was confirmed when the circuit on. The device was received and physically revealing out of specification on manometer at 30cmh2o. Device worked when tested, however the decision was made to scrap the device.

Event description:
Evaluation summary in h 10.

Manufacturer narrative:
Other, other text: investigation completed on a smiths medical ventilators/pneupac ventilators parapac plus complaint of pressure monitor not moving and stuck on 30 manometer 30cmh2o and will not move was confirmed when the circuit on. The device was received and physically revealing out of specification on manometer at 30cmh2o. Device worked when tested, however the decision was made to scrap the device.

Event description:
Evaluation summary in h 10.